Manufacturer narrative:
Update: the become aware date was changed from 02/04/2025 to 02/06/2025.

Event description:
A dreamstation auto bipap was returned to a third-party service center for evaluation. There was no harm or injury reported. During evaluation, foam particles were found in the device blower kit. The device was found to be contaminated with cigarette smoke or insect infestation. The device was also contaminated with unspecified fluid. No error codes were found in the device log history. The device was scrapped.